Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing. Programming changes were made in clinic.

Manufacturer narrative:
.